Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. A non-sterile EU ent4.5mmd 22mml wno dstl tp intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent component was returned detached from the delivery system. The distal end of the positioning coil of the delivery wire had several kinked conditions. No other damages were found. The introducer was not returned for evaluation. Microscopic inspection was performed, and as a result of the kinked conditions on the positioning coil of the delivery wire, the loops were found slightly stretched. The stent was also inspected under magnification, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The distal end of the delivery wire was subjected to dimensional analysis, and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Although in order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer, the issue reported regarding the enterprise being impeded is confirmed based on the damaged conditions found on the distal end of the delivery wire. It is suggested that excessive force could had been inadvertently applied during the several attempts to advance the stent through the microcatheter, resulting in the kinked and stretched conditions of the delivery wire and detached condition of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The issue reported regarding the stent component being kinked / bent is not confirmed, as no damages were noted on the detached stent. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an EU ent4.5 mmd 22 mml wno dstl tp intracranial stent (enc452200, 9061784) became impeded in the proximal of a prowler select plus 150/5 cm microcatheter (606s255x, 31309396) and could not advance any more. The physician tried to retract the stent but it was released automatically. The stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter (mc) from the patient and replaced them with new devices to complete the procedure. The surgery was prolonged about 15 minutes. There was no patient injury reported. No additional information is available. The device was not returned; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the anufacturing, inspecting and packaging of the lot 9061784. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 9061784) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31309396) and could not advance any more. The physician tried to retract the stent but it was released automatically. The stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter (mc) from the patient and replaced them with new devices to complete the procedure. The surgery was prolonged about 15 minutes. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.